Event description:
It was reported that; during surgeons' second surgery, while final tightening the last blocker during revision case on l1, the torque wrench slipped wouldn't line to 12nm. Removed the anti torque key and saw that the blocker had broken in the tulip with rod already in. Surgeon tried to remove the broken blocker but ultimately had to use a drill to retrieve the blocker. Surgeon then went to insert a new blocker. However the same issue occurred. The arrows wouldn't go line to line. The counter torque was removed and it was noticed that the blocker had broke again. There were no adverse consequences to the patient. The surgery was delayed 30min. The surgery was successfully completed using a different torque limiting tightener. The revision surgery was due to an extension of a construct.

Event description:
It was reported that; during surgeons' second surgery, while final tightening the last blocker during revision case on l1, the torque wrench slipped wouldn't line to 12nm. Removed the anti torque key and saw that the blocker had broken in the tulip with rod already in. Surgeon tried to remove the broken blocker but ultimately had to use a drill to retrieve the blocker. Surgeon then went to insert a new blocker. However the same issue occurred. The arrows wouldn't go line to line. The counter torque was removed and it was noticed that the blocker had broke again. There were no adverse consequences to the patient. The surgery was delayed 30min. The surgery was successfully completed using a different torque limiting tightener. The revision surgery was due to an extension of a construct.